Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint for no communication was confirmed. As received the ipg did not communicate with a lab patient programmer. ¿ipg communication error 2501¿ was observed on lab patient programmer. The patient had not used the system in over a month. The dfu states ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ another problem was found during analysis; all feedthrough wires were broken inside the header, it was concluded the damage to the ipg feed through wires was due to the explant procedure. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Recall - 1627487-05242011-002-r, 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in three field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's ipg was replaced with a new one. The issue is now resolved.

Event description:
It was reported the patient is not receiving stimulation and is unable to communicate with or charge his scs ipg. The patient last charged his ipg over a month ago. Surgical intervention may be pending to address the issue.